Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Upstream and downstream occlusion testing, and both tests passed with no discrepancies. A flow accuracy test was also performed, and there were no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion system did not sense an occlusion, resulting in "too little medication" being administered to the patient. The event occurred in the nsicu, where the patient reportedly experienced decreased blood pressure. The medication being infused at the time of the event was unknown. The severity of the blood pressure decrease, and any associated medical intervention were not reported; however, it was confirmed that the pump was exchanged to allow continued medication administration. The patient subsequently recovered from the event. No additional information is available.